Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The device was also received with cracked reservoir tube lip, damaged belt clip slot, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know what the blood glucose reading was. It was noted that no button was pressed for longer than 3 minutes. Advised customer verbally and in written form to return insulin pump for analysis. Nothing further reported.